Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted made them aware of a situation that came to their attention yesterday regarding bard drain v072231 or 084426. Doctor notified them the packaging on the product had been less than accurate approximate 50% of the time. The packaging states 19 fr. Drain and the drain was actually a 15 fr, they had to throw away and open a new one.

Event description:
It was reported that they wanted made them aware of a situation that came to their attention yesterday regarding bard drain v072231 or 084426. Doctor notified them the packaging on the product had been less than accurate approximate 50% of the time. The packaging states 19 fr. Drain and the drain was actually a 15 fr, they had to throw away and open a new one.

Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: e, g UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is confirmed manufacturing related. No actions can be taken at this time since a root cause was not identified. DHR review did not show any problems or conditions that would have contributed to the reported event. Labelling review is not required as labelling would not have prevented the reported event. Correction: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they wanted made them aware of a situation that came to their attention yesterday regarding bard drain v072231 or 084426. Doctor notified them the packaging on the product had been less than accurate approximate 50% of the time. The packaging states 19 fr. Drain and the drain was actually a 15 fr, they had to throw away and open a new one.